Event description:
The wire stretched after pre-shaping was performed. The report received indicated that the physician slightly shaped the tip of the wire; however, the coiled portion became stretched. Since the wire became unusable, there were no attempts to use the device in the pt and the wire was exchanged to a different guide wire. The procedure was finished successfully. Further info indicated that the stretch on the wire was a direct consequence of the pre-shaping of the wire.

Manufacturer narrative:
The product is not available for evaluation. Additional info will be submitted within 30 days upon receipt.